Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 700 mg/dl. Customer had symptom of slight sore throat. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. During troubleshooting, customer requested and received assistance with programming.